Event description:
A pt had an initial laparotomy cholecystectomy procedure in 2004 and was discharged the next day. The pt returned to the emergency department with complaints of abdominal pain and the pt was medicated. Exploratory laparotomy was performed which did not identify source of pt's abdominal pain. The pt was presented to another facility in the system several days later with complaints of pain. Surgery revealed a bile duct injury right hepatic duct that appeared to be cautery injury, causing bile to collect in the abdomen. The injury was a circular area that appeared to be a burn. No further details are available on the burn. It was determined that the puller and the grasper are used interchangably in the procedure.